Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for chronic low back pain and other chronic/intractable pain (trunk/limbs). It was reported that the patient developed a (B)(6) infection at the implantable neurostimulator site and her system was explanted in 2007 and re-implanted after she healed in 2010. The patient took antibiotics for 12 weeks. This implant "protruded out of her stomach." The patient reported weight loss and now weighs (B)(6) pounds. The patient "doesn't have enough fat on her body and is very thin."

Manufacturer narrative:
Device code (B)(4) no longer applies.

Event description:
Additional information received from a manufacturer's representative (rep) reported the patient was hit in a head on collision with a drunk driver in 2009. After the accident, the patient developed (B)(6) and her system was explanted. The patient was re-implanted at a later date.